Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced improper shutdown. Patient was receiving a continuous infusion of heparin (programmed amount and delivery rate unknown). Apparently the nurse went in and found the pump to be off. He reprogrammed the pump and the pump was plugged into an electrical outlet. Baxter nurse rounded at approximately 11 am the same pump was still in use so she had the nurse switch it out to send to biomed. The history log showed an improper shutdown at 0418 ( pump time) with a restart at 0540. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.